Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient was diagnosed with a periprosthetic infection 6 weeks after initial surgery. Re-operation without component change (irrigation and debridement, medication IV daptomycin and now chronic suppression with doxycycline)